Manufacturer narrative:
(B)(4). The head of the screw had extensive damage and the material displacement was not directional. It is unknown how this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Damage to the head may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. Also, hard and dense cranial bone may contribute to this failure mode. A review of the manufacturing records was not possible as no lot number was provided. No impact to the patient was reported.

Event description:
It was reported that the tail of the screw was damaged during surgery.